Event description:
It was reported that the home monitor at the patient house had a red light activated. The patient, with an implanted pacemaker, reported feeling fine. Follow up was recommended to determine how to proceed. The pacemaker remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.